Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info: additional info has been requested, but not yet received. Associated MDR# 1018233-2012-01926,1018233-2012-01927,1018233-2012-01921,1018233-2012-01922,1018233-2012-01923 and 1018233-2012-01924.

Manufacturer narrative:
(B)(4). Additional info: date of report: (B)(4) 2012 device info: pelvitex polypropylene mesh; cat# 486015. (B)(6)..